Event description:
It was reported the pt no longer had stimulation, and was unable to locate the ipg with the external devices. The sjm rep met with the pt and confirmed the issue. The pt was to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.